Event description:
On (B)(6) 2012, the patient contacted animas and reported that the up arrow keypad button had been difficult to press for several months and was now unresponsive. The patient indicated that the keypad had lifted up at the top of the keypad. Reportedly the tactile changes occurred prior to the damage to the keypad. The reporter denied evidence of moisture in the pump. The patient reportedly wore the pump in a pocket and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 04/25/2013- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was lifting and peeling near the contrast button down to the up arrow button, exposing the button contacts. During testing, all keypad buttons were intermittently unresponsive and required multiple presses to engage. During investigation, evidence of contamination was found under all key contacts.